Manufacturer narrative:
The investigation determined that the calibration was acceptable.

Event description:
The initial reporter complained of questionable crep2 creatinine plus ver.2 results for 1 patient tested on a cobas integra 400 plus. The initial crep2 result was 2.20 mg/dl and was reported outside of the laboratory. On (B)(6) 2019 the repeat crep2 result in a different laboratory was 0.77 mg/dl. The crep2 reagent lot number was 418178 with an expiration date of 31-mar-2020.

Manufacturer narrative:
The investigation determined the calibration was performed with an expired calibrator. It was determined the quality control was last performed on (B)(6)2018; and was out of range. No qc data was provided for the date of the event. The customer is not using the deproteinizer product. The root cause was determined to be an issue with operator handling. The investigation did not identify a product problem.